Event description:
Three of our gaymar medi-therm devices could not be repaired, regardless of parts being replaced. Our biomed department could not restore functionality to these units and one has been placed in our storage to be used for parts for other functional devices.